Event description:
Additional information received from the patient reported that the circumstances that led to going to the bathroom more often and lack of stimulation sensation were device programming, etc. The steps taken to resolve the reported issues were a new programmer was sent to them.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3073, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported programmer issues; the patient noted they had already tried new batteries. The patient noted on (B)(6) she was going to the bathroom more and wasn't feeling stimulation. The patient reported she wanted to increase stimulation, but it just showed low battery. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.